Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with heavy calcification. The 3.0x18mm rx vision coronary stent system was inserted but failed to cross the lesion. Therefore, the device was removed and again inserted. The device still failed to cross the lesion and was removed. Prior to inserting the device a third time, it was observed the stent was no longer on the catheter. It is unknown if the stent came off while in the anatomy. Ultrasound was performed but the stent was unable to be observed anywhere in the anatomy. However, the missing stent could also not be found outside the anatomy. Another device was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the stent delivery system (sds) was removed from the anatomy and reinserted into the patient. It should be noted that the multi-link vision® coronary stent systems, domestic instructions for use (IFU), states: an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported failure to advance, stent dislodgement and the subsequent treatment including foreign body in patient appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na